Event description:
It was reported that the programmer would turn off due to low battery even when the programmer was plugged in to a working electrical outlet. The programmer turned off four times and then the battery was removed. The programmer has not shut off since the battery was removed. The programmer remains in use. There was no patient involvement.